Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: the lot was manufactured from march 12, 2020 - march 13, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which showed fluid inside a bag that contained the sample which suggested a leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had fluid leakage from an unspecified location; fluid was found in the outer package. The blue disconnect cap was closed. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.